Event description:
Complainant alleged that the device was attached to the (B)(6), male patient via zoll "stat padz" defib electrodes. The patient was treated for approximately 5 hours. Upon removal of the electrode pads, third degree burns were found at the treatment area.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.